Manufacturer narrative:
The device was returned for analysis. The reported foot break was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique, via an 8f sheath prior to an endovascular aortic aneurysm repair procedure. Reportedly, a posterior foot break occurred. The separated proglide foot remained attached to the suture/link and was therefore simply removed with the suture on plunger/ device removal. The sutures of two proglide devices were successfully preplaced prior to the procedure and the sheath was upsized to 24f. The endovascular aortic aneurysm repair was completed. The successfully pre-placed sutures of two proglide devices were tightened to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.